Event description:
55 year old female patient treated with impella cp due to high risk percutaneous coronary intervention. Patient previously on medical and intraortic balloon pump support. Patient presented to catheter lab as an inpatient nstemi in stable hemodynamic condition. Multivessel disease with ejection fraction of 40% was diagnosed. Left anterior descending intervention led to rapid decompensation of patient. Iabp placed initially, but had to be upgraded to impella cp support rapidly as the patient decompensated further. Impella inserted during chest compressions and sheath was inserted rapidly in potentially traumatic fashion. Femoral angioplasty revealed no flow beyond peel away sheath (right) or ECMO side (left). Bilateral external bypasses placed to establish distal flow. First attempt at impella retrograde external bypasses failed and removed, patient bleeding from this site. A second attempt made and access obtained. Decision made to leave peel away sheath d/t traumatic arterial insertion and concerns for bleeding per cannulation for venoarterial extracorporeal life support as patient was still coding under impella support. Rhythm returned post cannulation. Both impella and arterial cannulas were inserted during chest compressions, leading to traumatic insertions - coded for soft tissue injury.patient management complex as ecls flows unable to get above 2.5 lpm and impella suctioning intermittently at p2. CT head revealed significant subarachnoid hemorrhage.. Four units of packed red blood cells given. CT of the abdomen revealed perihepatic hemorrhage. Initial pull from ECMO and bleeding around liver likely led to volume depletion related suction. Oozing noted from retrograde external bypass on impella side. Dressing does not allow for direct visualization of impella peel away insertion, but seems intact with no active oozing. Ultimately due to complexity of patient case and discussion with family patient care was withdrawn, patient expired and organs were harvested. In emergent situations where the device is used as a bailout during hemodynamic deterioration, the clinical team may have limited time to follow standard vascular-access best practices. This urgency can inherently increase the potential risk of vascular injury due to the rapid insertion required to stabilize the patient. The use of multiple mechanical circulatory support systems, such as combined impella and extracorporeal circulatory life support (ecls) therapy, is associated with an increased risk of adverse events due to the cumulative complexity of the support strategy and the additive device-related risks. Death was conservatively coded as most likely due to underlying disease and not device-related.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.